Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated, the pt was not receiving efficacy. The pt has been in hospital twice for suicide attempts. Good faith attempts to obtain info ruling out device malfunction have been made, but have been unsuccessful to date.